Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. There were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found the customer complaint of insufficient angulation could not be confirmed. Evaluation did find the bending section cover was damaged. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation of the evis lucera elite gastrointestinal videoscope was reduced. The device was a loaner from olympus and no patient or procedure was involved. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged. The report is being submitted due to clogged nozzle found during evaluation.